Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted dried blood in the lead lumen. An area of stretched or bulged insulation was observed between 790 and 805 mm from the terminal pin, and the inner insulation was torn in this area. A pressure test to verify the insulation integrity was performed; the test failed where the insulation was stretched. Laboratory analysis confirmed there was no fracture of the conductor coil, but that insulation damage had occurred. It was suspected that the process of flushing the lead lumen during the implant procedure caused the stretched or bulged insulation.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead was flushed. Afterward, a raised segment was noted on the lead. A fracture was suspected, so a new lead was used. No adverse patient effects were reported.